Manufacturer narrative:
The lot was manufactured from october 9, 2020 - october 12, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) ¿was leaking because the flow restrictor had detached from the infusor line¿. The device contained flucloxacillin 12000mg in sodium chloride 0.9%.this was identified at the hospital prior to use on a patient. There was no patient involvement. No additional information is available.